Manufacturer narrative:
Additional 510(k) number: k923065. Evaluation summary: the evaluation did not identify any device failure or malfunction that could have caused or contributed to the overfill identified during evaluation. Based on a review of all available device log data, it was determined that the most probable cause of the overfill was insufficient drain/false empty detect and use error, inappropriately set total ultrafiltration (uf) too low. The device will be forwarded to the service area.

Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During drain 4 of therapy in 2008, the patient drained 3348ml following a fill volume of 2000ml. No further information regarding this event could be obtained despite multiple attempts by baxter.